Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely red and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.